Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m7207t306, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 11-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced seven different incidents, which were associated with separate units, involving seven separate patients. This is the second of seven reports. Refer to 8030647-2018-00451 for the first patient. Refer to 8030647-2018-00453 for the third patient. Refer to 8030647-2018-00454 for the fourth patient. Refer to 8030647-2018-00455 for the fifth patient. Refer to 8030647-2018-00456 for the sixth patient. Refer to 8030647-2018-00457 for the seventh patient. It was reported that a facility experienced a flex connector detachment during the suctioning process. The user replaced the detached flex connector and closed suction catheter with new devices immediately after the disconnection, with no impact to the patient.

Manufacturer narrative:
Corrected data- expiration date. Device manufacturer date. All information reasonably known as of 05-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.